Event description:
Coiling treatment was conducted of the right internal an iliac artery. The coil was difficult to advance in the catheter as resistance was encountered. Upon an attempt to pull the device, the coil detached within the catheter. The coil and catheter were removed using negative suction successfully. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
The device involved in this event was not returned as it was reported discarded. (B)(4).